Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that four weeks post implant of an lap adjustable gastric band during a routine fill under a fluoroscopy, the port looked normal, but when the surgeon attempted to access the port he could not do a fill. The surgeon then did a visual inspection and saw that the port was flipped. A new port was placed with no difficulty in 2009. There was no patient consequence.